Event description:
Customer reported testing with the freestyle meter, receiving a reading of 315 mg/dl. Ten units of insulin was administered based on this reading. Soon thereafter, customer began to pass out. Customer's family member tested customer with another brand meter with results of 43 mg/dl and 44 mg/dl. The customer did not specify what brand meter was used for these blood glucose tests. Customer's family member administered sugar from the kitchen, paged the doctor and transported customer to the hosptial. Once at the hospital, the customer's hcp checked customer's glucose level (125 mg/dl) and sent the customer home. No treatment at the hospital was administered. Customer also reported performing 6 back-to-back blood glucose tests with the freestyle meter, getting results ranging from 348 mg/dl to 125 mg/dol within 15 minutes. Customer also performed multiple control solution tests which varied more than 20% and were out of range.